Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient age and weight could not be obtained to date. Report source other: user report mw5061306. Device evaluation anticipated, but not yet begun.

Event description:
Ge healthcare received an FDA medwatch report on may 10, 2016, where a patient reported that in (B)(6) 2013, she had a mammogram because she felt a lump in her left breast during monthly self-check. Diagnosis was no cancer found. In 2015, she received a letter from the (B)(6) center stating FDA had concerns with results of mammograms done during certain time period and her mammogram fell into that category. In 2015 she had a repeat mammogram done at a different facility and results stated to see a doctor and get an ultrasound. In 2016, she got an ultrasound and upon doctor reviewing the ultrasound, she received a biopsy the next week. Two weeks post biopsy, she was told that she has ductal carcinoma in situ in left breast and date 2 invasive ductal carcinoma in right breast. She met with surgeon who recommended a double mastectomy with chemotherapy for 8 months.

Manufacturer narrative:
Ge healthcare (gehc) received a user medwatch report on may 10 2016 where a patient reported that in (B)(6) 2013, she had a mammogram done because she felt a lump in her left breast during monthly self-check - diagnosis was no cancer found. The site lost its acr accreditation due to suboptimal images and in 2015, patient received a letter from the facility stating FDA had concerns with results of mammograms done during certain time period due to suboptimal imaging and her mammogram fell into that category. There was no allegation of ge healthcare mammography unit malfunction. In 2015 she had repeat mammogram done at different facility and results stated to see a doctor and get ultrasound. In 2016, she got ultrasound and upon doctor reviewing ultrasound she received a biopsy the next week. Two week post biopsy was told that she has ductual carcinoma in situ in left breast and date 2 invasive ductual carcinoma in right breast. She met with surgeon who recommended a double mastectomy with chemotherapy for 8 months. Based on this reported information, it has been determined on (B)(6) 2016 that the mammography system may have caused or contributed to the reported event which was initially assessed as a serious injury.